Manufacturer narrative:
The insulin pump had unresponsive buttons due to flatten down button dome switch. No unlocked lcd keypad connector noted. The pump was unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No unexpected audio/beep or subtle humming sound anomaly noted during testing. The pump was received with back light feature properly and no anomaly noted. The pump had minor scratched lcd window, scratched case, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported of backlight anomaly. The customer's blood glucose level was 250-350 mg/dl at the time of the incident. The customer reported no alarm in the history. The customer stated that the pump whirs during light is active. The customer reported subtle humming sound. The product was returned for analysis.